Manufacturer narrative:
(B)(6) 2018. The manufacturer's field service engineer (fse) performed troubleshooting and found that the fan was dislodged from the housing of the ventilator. The fse re-attached the fan to the ventilator. Operational checks were performed and the unit was returned to service.

Event description:
It was reported that a "blower temperature high" alarm occurred. There was no patient involvement. The event date was not specified; estimate used.